Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient's mother also reported that the pump did not have power and exhibited a visible battery compartment crack and a battery cap that could not be properly attached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.